Event description:
During a laparoscopic cholecystectomy procedure the clips on the device did not automatically load properly resulting in clips getting jammed. The surgeon had to use a new device to complet the procedure. There was no pt consequence.